Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6), 2026, the head nurse of the oncology department was preparing to insert a catheter. While priming the catheter, she discovered a leak located approximately 5 millimeters from the end of the metal hub. Concerned about the catheter¿s functionality, the head nurse did not use it. She requested that functional testing be performed on the catheter before deciding whether to report the incident as an adverse event to the medical affairs department and hospital administration. Interruption of medication; the total dose administered cannot be accurately calculated. The patient is concerned about the effectiveness of treatment and whether the catheter is functioning properly. No further details were provided.